Manufacturer narrative:
D4 unique device identifier was updated, corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pt is a 58-year-old male who was transferred with an impella cp in place. Pt decompensated upon arrival to (B)(6) with increasing lactate and was placed on veno arterial extracorporeal membrane oxygenation (va ECMO). The following day, an impella 5.5 was placed to support left ventricular unloading as well as bridge to wean from va ECMO. He developed a gi bleed which required blood transfusion and stopping of his systemic anticoagulation. The patient was ultimately weaned off impella and explanted without incident. It is difficult to attribute the gi bleed directly to the impella pump as the patient was also on va ECMO.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported major bleed could not be determined due to insufficient clinical information. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. D1 brand name, d4 catalog number and d4 serial number were updated, corrected accordingly.